Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the returned rotablator plus was connected together. A tug test was performed to examine the integrity of the connection and the handshake connection of the burr was found to be bent when the advancer was separated from the burr. An attempt was made to wire guide the burr unit using a control guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined and found the burr annulus was misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed and found the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most likely root cause is user related as the directions for use state: "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as MDR ID# 2134265-2013-01104. It was reported that during preparation for a rotational atherectomy procedure, guide wire fracture occurred. The physician was prepping a 1.5mm rotalink plus burr with a rotawire guide wire when the guide wire fractured outside of the patient. The procedure was completed with another of the same devices. No patient complications were reported and the patient status is fine.

Event description:
Same case as MDR ID# 2134265-2013-01104.it was reported that during preparation for a rotational atherectomy procedure, guide wire fracture occurred. The physician was prepping a 1.5mm rotalink pluss burr with a rotawire guide wire when the guide wire fractured outside of the patient. The procedure was completed with another of the same devices. No patient complications were reported and the patient status is fine.